Manufacturer narrative:
Suspected root cause: excessive torque applied to the driver during screw insertion could be responsible for the damage.

Event description:
It was reported that the surgeon had difficulty implanting the device and "during a knee surgery, while tightening, the screw fractured". Additional anesthesia was required for a time period greater than 30 minutes. Three screws were used during the procedure and all broke-see reports 9617083-2012-00003 and 9617083-2012-00005.